Manufacturer narrative:
(B)(4).

Event description:
Information was received form a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 1,000mcg/ml, 130.2mcg/day and intrathecal fentanyl 384mcg/ml, 100mcg/day, for intractable spasticity. Following a concentration changed for the baclofen (to 500mcg/ml) the hcp programmed the pump bridge bolus incorrectly. The old drug desired dose should have been entered as 130.2mcg/day and the hcp entered it as 100mcg/day, which was the daily dose of the new primary drug. This occurred at 11:44am on (B)(6) 2015. At the time of this report the hcp was on her way to see the patient again to correct the error and perform a "modified bridge bolus." This consisted of delivery of 0.460ml over 84 hours and 27 minutes. The actual dose delivered from the bolus would be 460mcg of the old drug concentration. The programming was corrected and there was no patient or therapy issue. The patient's medical history includes spinal cord injury/disease. Follow-up is being conducted to obtain all information relevant to the event.